Manufacturer narrative:
The lens was received and inspected under illuminated 10x magnification. One distorted haptic was observed, the optic was intact. No product deficiency was observed. Damage to the haptic occurred during the insertion procedure and is not related to the manufacturing process. All available information is provided in this report.

Event description:
A nurse reported the intraocular lens would not center in the patient's eye after implantation, haptic was distorted. The incision was enlarged to remove the lens and an anterior chamber lens implanted. She reported there was no patient injury.